Event description:
Procedure type: nissen. According to the reporter: the surgeon passed the needle through the stomach and as he went to toggle the needle, it did not catch on the opposite side and fell out. It was not on tissue at the time. Everything was retrieved. Nothing left in the pt. Another needle was loaded and the exact same thing happened.

Manufacturer narrative:
(B)(4).